Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported there was large residues of glue on the cannula. To aid in the investigation, eight photos were provided for evaluation by our quality team. The photos show a filter needle with an epoxy drip over on the needle near the needle tip and at the needle hub. No other defects or imperfections were observed. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the white epoxy drip over on the needle and plastic hub. A device history record review was completed for provided material number 305211, lot number 9193814. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the cannulator was performed. The settings were correct and the flow of products was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that excessive epoxy was found on the tip of the bd¿ blunt fill needle with filter cannula. The following information was provided by the initial reporter: "the reason for the complaint was large residues of glue on the cannula. The residue is on the tip of the needle and is 5 mm in length and might comer in contact with the medicine."